Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 it was reported that the patient had an MRI today and was now seeing the 8476 (motor stall) code on the ptm (personal therapy manager); she was not hearing a pump alarm. The patient had been told by their hcp (healthcare professional) to check the pump after the MRI with their ptm. The patient was going to follow-up with their hcp. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.